Manufacturer narrative:
Involved product was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during dhrs review (batches #1735671 and #1739467). Root causes are not identified. We will track this kind of event and monitor the trend. Root causes are not identified. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that a m2 niti taper .05 sterile wp16 was used during treatment to a patient that experienced bleeding and pain in a canal. Patient was treated for two weeks, patient still had pain in the canal. X-ray was done but reportedly did not penetrate the lateral wall. The root canal filling is complete, the dental x-ray shows a suspected lateral puncture from the middle heel to the near middle position. The canal filled with c-root material.